Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "after reduction with the trial head and cent pillar stem, the surgeon could not dissociate it from the neck of a stem. Because, it was too tight. Therefore, the surgeon was trying to dissociate the trial head with a hospital device again and again. As a result, he could dissociate it from the neck of a stem, but the stem neck was scratched."